Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead insulation was bunched in several places and the coils are out of alignment due to the bunched insulation. The lead did not pass helix testing, likely due to the wrinkled lead coating and a deformed rate-sense coil. Lead electrical testing was not performed. Analysis confirmed the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to the inability to track the lead and take shape of the stylet. The lead was removed without incident.